Event description:
It was reported that the pump battery could not be charged, causing the pump to shut down. Reportedly, the customer was not using the tandem-provided charging cable to charge the pump. During troubleshooting with tandem technical support, the customer reported that the pump was able to successfully begin charging and declined further troubleshooting regarding the issue. No additional information was able to be obtained. There was no adverse impact to the customer's blood glucose level.